Event description:
After a revision proximal tibia surgery performed on (B)(6) 2019 the post-operative x-rays show a disengagement between the 2 shafts.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mets, proximal tibia, extension shaft was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as the product remains implanted. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mets proximal tibia replacement which was inserted on the 25th of november 2019. The clinician reported that the tibia shaft has disengaged, and this requires surgical intervention. The x ray provided shows that the gap between the tibia principal shaft and extension shaft has increased. Comparing with the previous x ray which indicates that the two shafts have disengaged. Therefore, the radiographic assessment can confirm the clinical report. Device history review: review of the product history records indicate 10 devices were manufactured and accepted into final stock on 18 apr 2018 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding disassociation. Lot ID: b20508 there have been no other events for the lot referenced. Conclusion: on the 10th of january 2020 it was reported by the sales rep that surgeon put the patient's leg in charge and the items are now re-impacted and no pain was reported. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
After a revision proximal tibia surgery performed on (B)(6) 2019 the post-operative x-rays show a disengagement between the 2 shafts.